Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcomes as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death was unknown. Due to privacy laws restrictions the customer will not share any kind of patient related information due. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2014. Section 1 of the heartmate ii lvas instructions for use (IFU), ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown.